Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube (after clean battery tube still blank display). Analysis was unable to perform operating currents, selftest, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery alarm due to blank display. No visual indication of the battery tube exploding. The electronic assembly was inspected and no obvious signs of burnt components or heat related damage.  The insulin pump had broken battery cap, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call, the battery compartment exploded. Customer's mother did not know the customer's blood glucose at the time of the incident. Customer stated the battery cap was damaged. Troubleshooting was performed and customer stated the battery compartment was full of white stuff and customer was unable to removed the battery. Customer was attempting to change the batter as the insulin pump had alerted low battery. Customer returned the insulin pump for analysis.